Event description:
A pt reported blood glucose results of 130 and 59 mg/dl with a lifescan meter, performed within 20 minutes of each other. The pt performed two control solution tests and both failed. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. No injury or harm was alleged. A replacement meter is being sent.